Manufacturer narrative:
The complaint device was received and it was evaluated along with a npd engineer. Visual observations revealed that a part of the needle tip was broken and the rest of the needle is jammed inside the shaft of the expressew iii. Hence this complaint can be confirmed. The laser marking on one side of the gun near the handle was rusted/faded but on the other side it looks fine. Further upon closer observation, it appears that the upper jaw near the distal tip have been slightly deformed. This deformation of the upper jaw might be the reason for the failure to capture the suture and needle tip stuck during procedure. The device might be dropped or clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the upper jaw deforming it off from its shape. This failure can be attributed to user technique. A small portion of the lower jaw is broken when trying to cut remove the needle tip, that was protruding out from distal tip, using a plier. The bottom jaw was dismantled at the investigation site to remove the needle which was stuck inside the shaft. An expressew iii needle was inserted into the gun and the deployment trigger was pressed. The needle moved forward and retracted as intended. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10365.

Event description:
The affiliate reported via email that during an arthroscopic rotator cuff repair: device, correctly loaded with needle and capture loading plate, scrub nurse confirmed device was working satisfactory prior to use. Surgeon used device as indicated, needle passed orthocord thread through tendon on 2 occasions. Each time the auto capture function did not work when the tendon was released, and device withdrawn. On the 3rd attempt, needle passed the thread through the tendon, but needle would not retract, appeared to be stuck. The surgeon attempted to retract the needle, unsuccessfully. Needle threatened to tear the tendon if the device was moved, with the needle jammed through the tendon. The surgeon attempted to pull the needle out by the plastic tab, this broke off. Decision made to use wire cutter to cut off needle tip, to release tendon. Wound was extended to facilitate wire cutter access to needle tip. Tip successfully cut and device withdrawn from wound, with needle tip retrieved. Needle shaft remnant still stuck in device, unable to be removed. Pliers used to remove visible part of needle, however, lower jaw of device damaged during this action, rendering it unusable, with remaining needle still jammed in internal shaft of device. Care to be taken when handling and inspecting device on return to warehouse receiving. 15 min delay to procedure. No ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. Additional information received via email from the affiliate on 6-27-2017. The surgeon did not use another needle / gun to complete the operation ¿ the issue happened at the conclusion of the case. The product code for the needle is 214141¿. Lot number unknown. The serial/lot number for the gun is unknown. However, this should be evident on product return. Both the gun and needle are available for return. Sent an email to the affiliate for additional information. 06-23-2017. Affiliate responded 6-26-2017. I have forwarded your queries to the product specialist and will keep you posted of any further updates and provided photos. Affiliate responded 6-27-2017. Request for device return status sent 6-27-2017 (B)(6). Please review the device with (B)(6) when it is returned. (B)(6) 6-27-2017. When was the issue detected? Intraoperative, at the conclusion of the procedure. Was there a resulting surgical delay - how long? Yes, for 15 minutes. How was the procedure completed? Issue happened at the conclusion of the procedure, so the procedure was completed without alternative device. Were alternatives readily available? Yes, but no alternative used. Is surgical intervention planned? Yes, any patient impact? Yes, soft tissue damage and surgical delay of 15 mins. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. If breakage occurred near surgical site, how were fragments retrieved? Cut and retrieved using a wire cutter. Were alternatives readily available? Yes. Were there any procedural or patient anatomy. Factors which may have contributed to the breakage? No. Did portion of the device remain in the patient? No.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2017-10365.

Event description:
The affiliate reported via email that during an arthroscopic rotator cuff repair: device, correctly loaded with needle and capture loading plate, scrub nurse confirmed device was working satisfactory prior to use. Surgeon used device as indicated, needle passed orthocord thread through tendon on 2 occasions. Each time the auto capture function did not work when the tendon was released, and device withdrawn. On the 3rd attempt, needle passed the thread through the tendon, but needle would not retract, appeared to be stuck. The surgeon attempted to retract the needle, unsuccessfully. Needle threatened to tear the tendon if the device was moved, with the needle jammed through the tendon. The surgeon attempted to pull the needle out by the plastic tab, this broke off. Decision made to use wire cutter to cut off needle tip, to release tendon. Wound was extended to facilitate wire cutter access to needle tip. Tip successfully cut and device withdrawn from wound, with needle tip retrieved. Needle shaft remnant still stuck in device, unable to be removed. Pliers used to remove visible part of needle, however, lower jaw of device damaged during this action, rendering it unusable, with remaining needle still jammed in internal shaft of device. Care to be taken when handling and inspecting device on return to warehouse receiving. 15 min delay to procedure. No ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. Additional information received via email from the affiliate on 6-27-17: the surgeon did not use another needle / gun to complete the operation... The issue happened at the conclusion of the case. The product code for the needle is 214141.... Lot number unknown. The serial/lot number for the gun is unknown. However, this should be evident on product return. Both the gun and needle are available for return.